Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had a fall recently and felt a really sharp pain since then. The patient had turned the device off and they thought may have damaged the ins because when they bent over or knelt down, it felt like ¿someone is cutting¿ them. It was noted the patient started to encounter the issues 4 days ago ((B)(6) 2017 - date of fall). The patient was redirected to follow up with their healthcare professional (hcp) for the issue. There were no further complications reported or anticipated.